Event description:
Customer spouse reported that customer was hospitalized for intestinal flu, high blood glucose and dka. Troubleshooting was not performed since pump screen didn't respond. Instructed customer to disconnect and return pump.